Manufacturer narrative:
Follow-up #1 date of submission 02/09/2017-product analysis: the device was returned and evaluated by product analysis on 01/18/2017 with the following findings: the complaint could not be duplicated during investigation. Review of the pump¿s black box revealed a related all service alarm. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 077 call service alarm during the rewind, load and prime steps. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.